Event description:
Outpatient reported blood sugar elevated - ranging 300's, some nausea/vommiting. Physician notified and patient sent to emergency room for evaluation. Patient was sent home with regular insulin coverage a<nd instructed to monitor blood sugars frequently. Follow-up appointment on 11/14/91 given. On 11/13/91 patient called stating blood sugars were still elevated; physician notified. Insulin change made and instructed to check blood sugars every 4 hours with regularleverage. That night patient went back to emergency room, blood sugars still elevated and patient not feeling well. Emergency room then discovered patients machine was inaccurate. Patient was sent home, came in to the diabetic clinic at st camillus on 11/14/91. Pa<tient purchased a new machine and was instructed in its use. Patient was evaluated by the physician;machine was evaluated by rn using control solutions - inaccurate readings obtained, rn kept machine, called meter representative who came in to evaluate problem at whic time controls remain tested inaccurate. Meter and control results were sent to the company for further evaluation by themdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.